Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l73608, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving 40 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the catheter had come loose at the pump site and also had an occlusion. The patient knew when it happened because she experienced withdrawals immediately and a return of pain symptoms immediately. The patient stated no healthcare provider (hcp) was managing her pump because she was in between two different counties and ended up freaking out. The patient ended up in a psych ward and had to find a hcp. It was stated that the hcp replaced it. It was stated that the patient suffered from preexisting depression issues for years ever since she got hurt at (B)(6) back in 1986 (the patient was (B)(6) at the time of the report). The patient stated before the pump she had fusions, laminectomy, and was on thousands of medications prior to getting the pump implant. Prior to the pump, the patient was in extreme pain all the time or completely loaded. The patient didn¿t like to feel like that. It was stated that the event occurred in 2010. There were no further complications reported or anticipated.